Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoir, per our visual inspection found 1 of the 2 transfer guard needle was bent at a 90 degree angle unable to perform the pre fill reservoir test. Performed the pre fill reservoir test on the remaining reservoir found the reservoir failed per inspections due to the transfer guard needed was occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call reservoir leak past both o-rings. Customer advised the leak occurred while trying to fill the reservoir from the insulin vial. Troubleshooting for the reservoir leak was performed. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.